Manufacturer narrative:
The medwatch is for advantage system 1. Please see medwatch is for report on advantage system 2.

Event description:
Customer reported blood glucose results of "200's" mg/dl using advantage system 1, "90's" mg/dl using advantage system 2 within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.